Event description:
The customer reported that during use in a total knee procedure, the teeth of the saw blade broke off, and it is unknown if all pieces were retrieved. No x-ray was taken at this time. The surgical site was irrigated, and no further treatment is planned. To date, the patient is reported to be doing fine.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the saw blade was returned for investigation. A visual examination found one end tooth broken off, which was not returned. A hardness test was performed and the saw blade was found to be within specifications. This type of damage can occur if the blade comes into contact with an instrument or object harder than the blade itself. A review of product history for the past 5 years found no other customer problems for this blade. This failure mode will continue to be monitored.